Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2020-02115. It was reported the patient's system was autoreducing. High impedances were observed on one of the patient's leads. Troubleshooting was able to stop the autoreducing, but the patient still underwent surgical intervention during which the system was replaced. Effective therapy was established post-operatively. It is unknown which lead had the high impedances, so both are being reported.